Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed functional test. Analysis found the handle was cracked. It was noted errors were found in the programmer software updates.

Event description:
It was reported that it was impossible to program devices due to stylus pen not calibrated. The programmer was returned for service. There was no patient involvement.